Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported capsular "contracture" baker grade unknown. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. As per the investigation procedures, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.